Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. A visual inspection found that the teflon pad had separated from the grasping section with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the physician observed an issue with the teflon pad after activating the seal and cut mode. The device was withdrawn from the patient and upon visual inspection it was noted that the teflon pad had curled up at the tip of the grasping section. The device was replaced with another similar one and the intended procedure was completed. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, and was informed that there were no device fragments that fell into the patient. It was also stated that the device was inspected prior to use and no abnormalities were found.